Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found bad lid spring in the reported problem of the pipette assembly. Lid spring, tip clamp and plunger clamp in position 3 were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to expected operation.